Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: e-free. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("e-free") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1096 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported via social media: e-free. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient age, date of birth, product indication, start and stop dates added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("e-free") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section, parity 1, gravida I, appendectomy, cholecystectomy and c-section. The patient had a family history of arthritis, diabetes and cancer. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 552 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: pathologic diagnosis: right fallopian tube with essure coils, laparoscopic distal salpingectomy: complete surgical transsection; focus of crystalline foreign material within tissue; foreign body (essure) grossly identified. Left fallopian tube with essure coils, laparoscopic distal salpingectomy: complete surgical transsection; no diagnostic pathologic alteration; foreign body (essure) grossly identified. Pertinent clinical information: pelvic pain with essure in place; status post l-scope bilateral salpingectomy gross description: specimen material: a. Right fallopian tube with essure coils, b. Left fallopian tube with essure coils. Right fallopian tube with essure coils: a 3.1 cm in length silver-metallic coil with a narrow, silvermetallic portion with minimal attached soft tissue. Left fallopian tube with essure coils: a 3.0 cm in length by 0.1 cm in diameter silver, metallic coil with minimal adherent. Concerning the injuries reported in this case, the following one/ones were reported via social media: e-free. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Surgical pathology test added. Medical history, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: e-free. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.